Manufacturer narrative:
Results: as received, no damage was observed on the swift-lock anchors. Lab leads were inserted in the anchors and they functioned as designed. The locking mechanism were exercised in the locked and unlocked position without any anomalies felt or observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10093.